Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer's blood glucose reached 180-500 mg/dl.